Event description:
The customer reported that the map is not accurate on the device. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote application specialist (ras) who interviewed the customer and assisted with the troubleshooting of the unit. The ras explained to the customer, philips ¿noninvasive blood pressure principles¿ application note explains the principle of oscillometric blood pressure management. The mean nbp value on the monitor is a measured value. The algorithm analyzes the oscillation envelope and computes the systolic, diastolic, and mean pressures. The ras informed the customer the reason the patient's monitor nbp mean value does not correlate with the traditional formula map = (2 × diastolic + systolic) / 3 value. The ras emailed the customer references to help resolve the issue and explain how the monitors work. Based on the information available in the case, the cause of the reported problem was confirmed to be a user issue. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.